Event description:
The MFR's representive reported that at pump replacement, the pump was inadvertently programmed to deliver 200 mcg/day instead of 25 mcg/day of sufentanyl and clonidine. The pt had previously had sufentanyl 200 mcg/ml in the pump. That number was programmed in as both the dose and the concentrationin the newly inplanted pump. The pt had called the hcp to report hearing an alarm and surgical pain. The pt was seen in the hcp's office where the pump was found to be empty and was refilled only with sufentanyl 50 mcg/ml, as the compounded drug at the higher concentration was not available. Pt is reported to be "fine". A follow-up report will be sent if additional info becomes available.